Event description:
On a scheduled follow-up, it was verified one episode of ventricular burst that actually is noise on the ventricular or atrial lead. During the follow-up, it was asked to the patient to perform some maneuvers to exclude or confirm myopotentials, but the noise was not reproduced.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
On a scheduled follow-up, it was verified one episode of ventricular burst that actually is noise on the ventricular or atrial lead. During the follow-up, it was asked to the patient to perform some maneuvers to exclude or confirm myopotentials, but the noise was not reproduced.